Manufacturer narrative:
A supplemental MDR is being submitted, due to additional information. B4, g3, and h2 have been updated. B5 and h11 have been corrected. The investigation for this report is ongoing.

Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral (tf) transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve, resistance was felt during valve alignment, the valve became misaligned, but was deployed, the aortic side of the valve did not expand, the balloon catheter slipped toward the left ventricle and could not be withdrawn, the valve was deployed in the descending aorta and covered with a stent graft, and two dissections required two additional stent grafts to be placed. A 14fr esheath+ (esp) and a commander delivery system (ds) were inserted from the right femoral artery (rt-fa) by cutdown. Since left coronary artery height was low, a protection was applied prior to valve deployment. Additionally, there were two areas of tortuosity between abdominal aorta (aa) and descending aorta. During the valve alignment, somewhat strong resistance was felt. When pulling back the flex catheter after crossing the native valve, the balloon and the s3ur valve was slightly misaligned, but valve deployment was continued. When inflating the balloon under the rapid pacing, the aortic side of the s3ur valve was not expanded, and the balloon slipped toward the left ventricle. Since the balloon catheter could not be withdrawn, the ds and the s3ur valve pulled back to the aorta. After removing the coronary protection wire and a catheter, the s3ur valve was deployed in the descending aorta with 2 ml more than nominal volume, and was covered by a stent graft. Since a dissection was observed on the aortic arch, a stent graft was placed. After that, the doctor opened a new tavr kit, and completed the thv valve deployment with 1 ml less than nominal volume. Another dissection was found on the tortuosity at the aa, and another stent graft was placed. Per doctor's opinion, the first tavr kit contributed to the dissection on the aa and not the second, and the balloon-valve misalignment before inflation was caused by stored tension due to tortuosity.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: component, device problem, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. In this case, the inability to align the valve, thv moving on balloon working length during positioning and the inability to withdraw system with valve through vasculature leading to a prolonged procedure and additional device deployment were unable to be confirmed without any applicable imagery or device returned for evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'access vessel was moderate-severe tortuous. Additionally, there were 2 tortuosity between abdominal aorta (aa) and descending aorta. During the valve alignment, somewhat strong resistance was felt.'' Per training manual, user is instructed to perform valve alignment in straight section of the vessel as performing valve alignment in tortuous access vessel could have caused the valve to be unseated (non-coaxial placement of valve in relation to flex tip) and 'dive' into the flex tip. If the valve was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment in a non-straight section of anatomy) may have contributed to the unsuccessful valve alignment event. As reported, 'when pulling back the flex catheter after crossing the native valve, the balloon and the s3ur valve was slightly misaligned, but valve deployment was continued. When inflating the balloon under the rapid pacing, ao side of the s3ur valve was not expanded, and the balloon slipped toward lv. Per doctor's opinion, the balloon-valve misalignment before inflation was caused by stored tension due to tortuosity.' A product risk assessment (pra) was previously initiated to investigate and document the valve movement on balloon issue and its associated risks for the commander delivery system. In the pra, build-up tension within the delivery system during the procedure (e.g., via valve alignment in a non-straight section, torquing of the system, patient tortuosity, etc.) Was identified as a possible cause of valve movement on balloon during flex tip retraction. Per the training manual, 'before deployment, ensure that thethv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker.' In this case, the user decided to deploy the valve despite the valve being positioned off the markers. As the valve was positioned more towards the proximal marker, it led to uneven deployment, with the inflow side expanding faster than the outflow side, causing it to shift towards the aorta. As a result, valve was retracted and deployed in descending aorta (non-target location). As such, available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment on non-straight section of anatomy, built-up tension) may have contributed to the event of the thv slipping on the balloon. As reported, 'since the balloon catheter could not be withdrawn, the ds and the s3ur valve pulled back to the aorta.' The partially deployed valve may have prevented the withdrawal of the delivery system. In such condition, pulling the partially deployed valve to the aorta could have caused dissection at the aortic arch and abdominal aorta. Additionally, the tortuosity between abdominal and descending aorta could have increased the risk of interaction between the valve and surrounding vasculature, leading to withdrawal difficulty and potential injury as reported in this case. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (withdrawal of partially deployed valve) may have contributed to the withdrawal inability event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case.

Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral (tf) transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve, resistance was felt during valve alignment, the valve became misaligned, but was deployed, the aortic side of the valve did not expand, the balloon catheter slipped toward the left ventricle and could not be withdrawn, the valve was deployed in the descending aorta and covered with a stent graft, and two dissections required two additional stent grafts to be placed. A 14fr esheath+ (esp) and a commander delivery system (ds) were inserted from the right femoral artery (rt-fa) by cutdown. Since left coronary artery height was low, a protection was applied prior to valve deployment. Additionally, there were two areas of tortuosity between abdominal aorta (aa) and descending aorta. During the valve alignment, somewhat strong resistance was felt. When pulling back the flex catheter after crossing the native valve, the balloon and the s3ur valve was slightly misaligned, but valve deployment was continued. When inflating the balloon under the rapid pacing, the aortic side of the s3ur valve was not expanded, and the balloon slipped toward the left ventricle. Since the balloon catheter could not be withdrawn, the ds and the s3ur valve pulled back to the aorta. After removing the coronary protection wire and a catheter, the s3ur valve was deployed in the descending aorta with 2 ml more than nominal volume, and was covered by a stent graft. Since a dissection was observed on the aortic arch, a stent graft was placed. After that, the doctor opened a new tavr kit, and completed the thv valve deployment with 1 ml less than nominal volume. Another dissection was found on the tortuosity at the aa, and another stent graft was placed.